Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during drain 4 of 4. The home patient (hp) had disconnected during dwell cycle to take a shower, and then reconnected after the alarm. The baxter technical service representative (tsr) assisted the hp to clear the alarm. The tsr had the hp disconnect, close the clamps and cycle the power to the hc machine and assisted the hp with getting the set out. The tsr advised the hp to contact the nurse, and explained that the hp could use manual bags to finish the therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. The lot number is unknown. A follow-up report will be filed should any additional information become available.

Event description:
The user observed a crack in the housing of the blood parameter probe. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that he disconnect at dwell to take a shower and connected when the hc alarmed. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).